Manufacturer narrative:
E1: initial reporter address: (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 500 ml eva tpn bags leaked; the "liquid flows out from the bottom". This was observed during mixing in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h3, h4, h6, h10 h4: the lot was manufactured between august 9, 2023 - august 10, 2023. H10: two (2) actual devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and observed a leak at the spike port bonding area of samples. The reported condition was verified. The cause of the condition could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.